Event description:
A customer reported that their pump screen was dark and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.